Manufacturer narrative:
(B)(4), the explanted product was not returned to neuropace for analysis.

Event description:
During the beginning of the patient's initial (B)(6) system placement, the neurosurgeon inserted a cannula as part of the standard neurosurgical process to implant a neuropace depth lead. The neurosurgeon noted blood in the cannula during the lead implantation process and subsequently halted the procedure. The cannula was removed and the patient was taken for imaging. Per the neurosurgeon, the cannula may have punctured a blood vessel during initial placement. Additional information was not provided by the treating center.